Manufacturer narrative:
(B)(4). The investigation is currently ongoing and conclusions will be sent in a follow up report to the FDA.

Event description:
The customer reported about artifact in the fluoroscopic image.